Manufacturer narrative:
Consumer observed smoke coming from the (B)(4) box. The (B)(4) box was received and inspected. No external heat damage was observed on the box or its wires. The metal box was disassembled and internal heat damage to the pc board was observed. As with any electronic device, electronic component failures occur as one did in this control box. However failures of this type are well contained internally within the metal housing of the control box. During the event the control box likely emitted smoke for a brief time, however no fire occurred and no heat damage was external to the component. The dealer has replaced the box, and the chair remains in service.

Event description:
The consumer's husband alleges he saw smoke coming from the (B)(4) box. No injury is alleged.